Event description:
During a ptca / stenting treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the second inflation. (The number of atms reached on the initial inflation was also 10 atms.) The lesion being treated was a 90% stenotic lesion in the mid lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of a taxus stent. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the predilation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'stable'.